Manufacturer narrative:
(B)(6). It was reported that a 5mm 4cm 135 powerflex pro balloon catheter (bc) was found damaged before inflating. There was no reported adverse event. The device was returned for analysis. A non-sterile powerflex pro 5mm x 4cm 135cm bc was returned. Per visual analysis, the balloon looked like it had been previously inflated and deflated. Per microscopic analysis a pin hole was observed at distal end. No other anomalies observed. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon damage. The internal surface and marker bands did not show any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17171526 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ and ¿balloon damaged¿ were confirmed through analysis of the returned device. The exact cause of the pin hole could not be determined during analysis. Based on the information available for review, vessel characteristics (unknown) or procedural factors may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
It was reported that a 5mm 4cm 135 powerflex pro balloon was found damaged before inflating. There was no reported adverse event and the device will be returned for analysis. Analysis of the returned device indicated there was a pin hole rupture on the distal end of balloon. There was also evidence that the balloon had been inflated and deflated.